Event description:
It was reported that the patient had a small area of exposed perigee mesh around 1 centimeter in total from anterior vaginal wall. The exposed mesh was removed on (B)(6) 2013, the "majority of device still in situ." There were no further complications reported as a result of this event.